Manufacturer narrative:
(B)(4). The eval of this device has not been completed. The company is awaiting the return of the device, results of hemolysis testing on the patient and info from the pharmacy that mixed the replacement fluid.

Event description:
The customer reported that there was pink plasma line "contamination" at the beginning of a tpe procedure. This report is being filed due to the potential for hemolysis.